Event description:
A power source alert 07 was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Customer used a tandem charging cable and wall adaptor and resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, which resulted in the pump beginning to charge, with no further assistance required.